Manufacturer narrative:
Myocardial bleeding or damage especially during removal of the pacing wire is a known and labeled possible side effect of this product.

Event description:
Transmural perforation of right ventricular wall following removal of temporary cardiac pacing wires, post operative day 5, CABG surgery.